Event description:
While using a byte retainers, patient reported that their lower retainer digging into their gums. They tried filing them down, but it did not help. It caused their gums to bleed, and their dentist informed them that it is causing their gums to recede. The patient was told not to wear the retainers as it can potentially cause unwanted issues. The patient has stopped wearing the bottom retainer because it is too painful. Requested for photo of lower retainer on, diagnosis findings regarding recession.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.